Event description:
It is reported that the patient had articular surface exchange, synovectomy, lateral pulling release of patella with rebalancing of knee.

Manufacturer narrative:
Evaluation summary: no device was returned for evaluation. There is no information on the femur and tibial baseplate. Also, there are no pre-op and post-op x-rays and surgeon notes to study the implantation technique. The probable cause for pain and revision cannot be determined with the available information. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.